Manufacturer narrative:
Evaluation of the returned jet7 confirmed a fracture distal to the hub underneath the strain relief. If the jet7 is forcefully manipulated against resistance at an extreme angle during use, damage such as this may occur. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system jet 7 reperfusion catheter (jet7). During the procedure, the hub of the jet7 fractured on the way out after making three passes. The hospital technologist believes the rotating hemostasis valve (rhv) was too tight. No additional information has been provided regarding the completion of the procedure. There was no report of an adverse effect to the patient.